Event description:
Related manufacturer report number: 1627487-2022-06542. It was reported that the patient's right s3 lead had migrated causing ineffective therapy. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced on (B)(6) 2022. During the procedure, it was noted that the patient's left s3 lead was damaged when pulled out of the header and was reinserted into another header port.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.